Event description:
It was reported that during an in-stent restenosis treatment procedure, a guide wire tip detachment occurred. The lesion being treated was a non-calcified, 80-90% stenotic in-stent restenosis of another manufacturer's stent located in the 1st obtuse marginal branch of the circumflex coronary artery. The guide wire was manipulated through a metal introducer into the 1st obtuse marginal branch. No resistance was encountered during insertion of the guide wire, however, following insertion, the distal tip of the wire bent back on itself in a side branch. The in-stent restenosis was treated with ballooning and placement of three taxus drug eluting stents distal to the previously placed stent. The stents were well positioned and well apposed. During withdrawal of the guide wire the tip detached and remains in the patient. No attempt was made at retrieval as the tip remained in a very small side branch. The patient remained asymptomatic during this event. Patient was discharged and status was reported to be "okay".

Manufacturer narrative:
The guide wire has not been received for analysis as of the date of this report. If any additional relevant information is received, a supplemental MDR will be submitted.